Event description:
During a scheduled lead revision, the ICD unit involved in this MDR report was connected to the new implanted leads. However, it was not kept implanted, becuase of high lead impedanmce in the atrial channel.